Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event with a value below 40 mg/dl while using the ilet bionic pancreas shortly after initiation; the user remained conscious, self-treated with carbohydrate (dried mango and candy), and requested review of device logs to understand the cause. Symptoms included hypoglycemia without loss of consciousness or seizure. Outcomes included self-management at home with no medical intervention or hospitalization. Investigation included technical review of available data and user education regarding system adaptation. Investigation of this case revealed no confirmed device malfunction and that the device may still be adapting to the user¿s glucose patterns. It was concluded that the event was related to hypoglycemia with an undetermined cause and no device failure confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.